Manufacturer narrative:
B5 updated.

Event description:
The complainant also reported the following upon request: "1. To my knowledge, the rn applied manual pressure and changed dressing. To my knowledge, the intervention was successful 2. The device is not available for return 3. I do not have any additional information."

Manufacturer narrative:
B.7 added information as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ the cause of the hematoma/bleeding is most likely use related since patient was moving and reported bleeding and a small hematoma to left groin. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp developed bleeding and a hematoma. The site dressing was changed, and the hematoma was mashed out. Additionally, doppler pulses were lost in the lower extremities. The patient was treated with albumin and heparin gtt, and distal perfusion sheaths were placed. A fasciotomy was performed on the right lower extremity with partial success. Later, the patient was successfully weaned from the pump and survived.